Manufacturer narrative:
This ipg serial number was included in field advisories; 1627487-12192011-003-r. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was deemed inoperable. Surgical intervention may occur later to address the issue.